Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed; there was exposed wire on the interface cable. The cable failed visual inspection due to a cut on the outer sheath of cable, but there was no internal damage. The cable passed the continuity, gbit and 100t test. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. Only the outer sheath was damaged. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the umbilical cable was showing exposed wire. Not found during clinical use, there was no patient present.